Manufacturer narrative:
No radiographs or images were provided. No patient injury reported with this event. Surgery was completed without incident.

Event description:
Near the end of the initial spinal fusion surgery, the pedicle screwdriver tip fractured into the shaft of the pedicle screw. The surgeon noted the fragment and elected to leave it. The rod was fixated to the bone screw capturing the fragment securely. The surgery was completed without incident.